Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. Upon explant a hole in the ballon was identified, which caused the fluid loss and an empty balloon; therefore, the existing aus was removed and replaced with a new one. No further patient complications were reported.